Manufacturer narrative:
This report is submitted on july 13, 2021.

Event description:
Per the clinic, the patient underwent a revision surgery (specific date not reported) to reposition the electrode due to tip fold over.